Event description:
The lasso auto ID 15mm failed to show on carto's mapping system. There was 20a eprom error. Handed over a new lasso with a different lot number and problem was resolved. No harm came to this patient.